Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient underwent a procedure to implant a drg system. During the procedure as the physician was removing the delivery sheath from the needle, the bevel of the needle sheared off the tip of the sheath sheared off into the patient's epidural space. The physician may have possibly turned the delivery sheath in the opposite direction of the bevel of the needle which caused the tip to sheer off. No postoperative complications or symptoms for the patient were reported and the patient was receiving effective therapy.